Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient's father was advised to reset the receiver and call back if the issue persisted. Pediatric patient was using an adult receiver. Patient's father did not report any injury or medical intervention.